Event description:
The patient has had 4 paracentesis, (in past one month) with 4l per event at time of (B)(6) 2012 consult. Patient was not able to tolerate aldactone (50 mg/day) and lasix (20mg/day) d/t cramping. Due to increasing borderline refractory ascites, received paracentesis the day prior to each angio. (B)(6) 2012 - treatment with therasphere. (B)(6) 2012 - the patient was instructed to go to emergency room because of high potassium 6.0 plus history of heart problems. Patient refused, thinking high potassium related to potassium supplementation he took for cramps. The patient was experiencing severe cramping after paracentesis, likely related to dehydration, not getting albumin. Orders sent to local general hospital for paracentesis with albumin as per protocol (8 grams/liter retrieved) after each paracentesis greater than 5 liters. For hyponatremia, continue 1.5 liter fluid restriction and continue being off diuretics. (B)(6) 2012 - patient expired.

Manufacturer narrative:
Quote from treating physician: "I do not think it is a radiation issue. He was a risky candidate, though no absolute contraindication." (B)(6) md. The nordion physician agrees with the clinician's assessment. Patient's issues were complex although no contraindication for y90 radioembolization. Liver function appears to have been clinically compromised. Cause of death unknown but may have been due to medical reasons unrelated to liver disease or treatment with therasphere. If death was caused by liver decompensation it is unlikely to be a toxic radiation effect of therasphere within one week of administration. Unable to rule out ts complication completely even if unlikely.